Event description:
Additional programming data was received from the physician. The data confirmed that the battery presented with a 25% battery indicator during the (B)(6) 2016 visit. It was identified through an internal investigation that the observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance. Generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without substantial programming changes.

Event description:
It was reported that the battery continued to deplete and the indicator had reached ifi = yes.

Event description:
The patient had generator replacement on (B)(6) 2017. The explant hospital does not return explanted products; the hospital discards the explanted products so analysis is unable to be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the generator was displaying a 25% battery indicator. This concerned the physician since it was earlier than expected based on the programmed settings and the implant time of the device. The manufacturing records for the m106 generator were reviewed and the "trim test tab" was performed (B)(6) 2015. The generator passed quality control inspection prior to distribution. The internal programming history database was reviewed and data was found. The battery voltage and percentage of battery consumed are listed below. ((B)(6) 2015) voltage: 3.384v, % battery consumed = 0.565%; ((B)(6) 2015) voltage: 3.385v, % battery consumed = 1.747%; ((B)(6) 2016) voltage: 2.898v, % battery consumed = 8.164%. No additional relevant information has been received to date.